Event description:
Event description cpi received information that the patient was admitted to the hosptial after an episode of vt was experienced and the implantable cardioverter defibrillator (ICD) did not deliver shock therapy. Interrogation of the ICD noted a charge time > 32 seconds and an error code that indicates the capacitors were unable to charge in this maximum time allowed. This error code results in the ICD being turned off. It was further reported that the physician was unable to do a capacitor reformation and device was found to be off.